Event description:
01/23/03 it was reported to tyco/kendall healthcare that a customer had a problem with electrodes. The customer reports they placed the electrodes on teo days. They received a skin irritation at the site of the electrodes. The customer reports the next day they put on a different pair of electrodes from a different lot, and again felt the irritation. The customer contacted their physician, who prescribed silver sulfadiazine cream for treatment.